Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's lead placed at the right l3 vertebral level was found to have migrated. Patient did not indicate any loss of therapy due to the migration. The lead was explanted and replaced on (B)(6) 2017 and an additional lead was also placed. Postoperatively, the patient indicated receiving effective therapy.